Manufacturer narrative:
A ge service rep performed an onsite investigation. The video controller pcb and image processor pcb were evaluated and recommended for replacement. The customer declined to have the svc rep repair the system. No further info is available at this time.

Event description:
The customer reported that the sys intermittently failed to display diagnostic fluoroscopic exposures and exhibited intermittent functionality. No pt serious injury or death was reported related to this event.